Manufacturer narrative:
Initially it was reported the system error occurred on two separate exams, however the customer confirmed the reported issue occurred during only one patient procedure. MFR report #: 3019216-2025-000012 was submitted to address the single event. Therefore, MFR report #: 3019216-2025-000013 is considered redundant.

Event description:
It was reported the epiq cvx ultrasound system displayed an error code when using the verisight pro catheter during a patient procedure. The procedure was able to be completed after an exchange of the ultrasound system, pim (patient interface module), and catheter. No further information is available. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.